Event description:
Customer reported an initial beta hcg for a pt as 38.85 miu per ml. On (B) (6) 2009, a second specimen yielded a result of 19244 miu per ml which fits in with a clinically normal pregnancy picture. The gynecologist questioned the initial specimen result which was run on (B) (6) 2009. The initial specimen was repeated on (B) (6) 2009 and yielded greater than 100000 and on dilution (1:100), it gave a result of 109321 miu per ml. The sample type was approx 2 mls of plain serum in a 75x13mm tube. They used a plastic tube adaptor and the sampling position looked centered. The pt was a (B) (6) pregnant female and was told there were no problems with her pregnancy as the initial result was low (erroneous result) and the second result was higher. No details have been given regarding treatment of the pt. Customer did document: product did not cause or contribute to a death. No action or inaction was performed requiring a medical professional or lay person based on the product results. Pt was not admitted to a medical facility due to an action or inaction based on the product results.

Manufacturer narrative:
The field engineer had replaced the clot detection module a day before this issue occurred and it was verified the new clot detection was working normally. Investigation is ongoing. If additional info is received, appropriate notification will be provided.